Event description:
It was observed during the device evaluation that the bronchovideoscope exhibited peeling of the coating on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of peeling of the coating on the connecting tube was confirmed. Based on the results of the investigation, physical stress, such as scrubbing or hitting the insertion section, may have been factors. Additionally, chemical stress from reprocessing methods not recommended in the instructions for use (reprocessing manual) could have contributed. Stress from poor storage environments, such as exposure to direct sunlight, high temperatures, high humidity, x-rays, or ultraviolet rays, was also likely involved. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.